Manufacturer narrative:
Batch review performed on 29 november 2023. Lot 1908238: (B)(4) items manufactured and released on 06-may-2020. Expiration date: 2025-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved, batch review performed on 29 november 2023. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2103874 lot 2103874: (B)(4) items manufactured and released on 04-may-2021. Expiration date: 2026-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years from the primary, the patient came in reporting pain and the surgeon determined the baseplate and glenosphere were positioned too superior of the glenoid. The surgeon revised the glenosphere, baseplate and liner. The surgery was completed successfully.